Event description:
Caller reported that cartridge leaked insulin. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller changed cartridge and was able to resume insulin therapy successfully.